Event description:
A pt reported possible inaccurate results with a surestep meter. In a back to back comparison, the surestep meter displayed blood glucose readings of 61mg/dl, 105mg/dl and 71mg/dl successively. Pt did not experience any adverse events. Pt has not been cleaning meter. After pt started cleaning meter, back to back testing results have been within normal. No allegations of harm have been made.